Event description:
It was reported that during implant, upon connecting the lv lead to the header and tightening the set screw, the pli measured greater than 3000 ohms. Acceptable impedance was measured through the psa. This device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. Analysis was normal. No anomaly was found.